Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing blood glucose levels as low as 50mg/dl, for approximately 1 month. Low blood glucose levels were treated by consuming juice/soda. The customer believes that the issue is related to basal rates being too high. The customer will work with a healthcare provider on editing profile settings.